Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and subsequent balloon tear occurred. The occluded target lesion was located in an arteriovenous fistula located in the patient's arm. The mustang balloon catheter was advanced and during an unspecified inflation attempt, the balloon ruptured. Rated burst pressure was not exceeded and a circumferential tear was observed upon removal. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and subsequent balloon tear occurred. The occluded target lesion was located in an arteriovenous fistula located in the patient's arm. The mustang balloon catheter was advanced and during an unspecified inflation attempt, the balloon ruptured. Rated burst pressure was not exceeded and a circumferential tear was observed upon removal. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon material was torn circumferentially at approximately 29mm distal to the proximal transition zone. The distal portion of the balloon was torn longitudinally for a distance of 14mm approximately 7mm proximal to the distal transition zone. Visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).